Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead appeared to be unraveling. It was noted by fluoro that the high voltage b and superior vena cava coils separated on the distal and proximal ends. The lead was removed and replaced at a later date. No patient complications have been reported as a result of this event.